Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a routine device exchange due to eri, the impedance on the ventricular lead was low and noise was noted. The lead was capped and replaced and the patient was stable.